Event description:
It was initially reported the pt was hospitalized due to an infection. A seroma of abnormal subcutaneous fluid had accumulated at the pump pocket site. The hcp had attempted to removed drug from the reservoir and pulled back 5 cc of yellow cloudy fluid. The fluid was negative for drug and cultures were pending. The pt's pump was due to alarm and needed to be refilled, but there was concern due to the possible infection. The pt had experienced no change in spasticity. The pt was managed for prevention of baclofen withdrawal. Follow up with the hcp revealed the pt was admitted to the hospital in 2008 for an infectious disease consult. A CT of the pocket site was done to rule out an abscess. The hcp found no abscesses, no cellulitis, and pocket site cultures were negative. The pt was treated with IV antibiotics and was discharged six days later. The pt's pump was refilled upon discharge with no changes to dosage. The drug used in the pump was lioresal 500 mcg/ml.